Event description:
The system had to be rebooted, which delayed the diagnosis and treatment of a patient.

Manufacturer narrative:
The system needed to be rebooted, which caused a delay in diagnosing and treating a patient due to a system freeze that wouldn't allow a scan. The corrective measures will involve installing a new computer and tablet.